Manufacturer narrative:
After multiple attempts to gain additional information and to have the product returned for evaluation, nothing was received. We do not have the lot number to check the inspection paperwork or traveler for that part. There has been a total of (B)(4) sold of the 95-xxxx grasper series since 2012 with (B)(4) complaints recorded for this occurrence. In the previous complaint the screw fell out of the jaws, it the screw was not returned for additional investigation. Based on the above information, this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or corrective actions a follow-up report will be submitted.

Manufacturer narrative:
We have not received any information to begin an investigation of the part. We have not received a lot number or purchase order to determine the lot number. The customer's risk management is holding the instrument and it cannot be returned at this time. A follow-up report will be submitted once we have received additional information.

Event description:
The jaw of the laparoscopic grasper broke off and fell into the patient. The piece was able to be retrieved with no harm to the patient.